Event description:
This report is in regards to one (case 1) of three separate cases reported on (B)(6) 2018, to have occurred in (B)(6) where pediatric patients developed hepatic ischemia after a trans-oral dbe or dberc procedure. In all the cases the liver enzyme values (ast and alt) increased to more than 1000 after the procedure, the procedures were performed under general anesthesia and in a prone position. This particular case reported in this MDR, case 1) references site a and regards a pediatric patient with peutz-jeghers syndrome. The following are additional details of this case: the purpose of the procedure was to perform a polypectomy, which was completed. After the procedure, hepatic enzyme levels of the patient increased: ast level went up to 6336 iu/l and alt4398 iu/l. The patient did not complain about any discomfort in particular after the procedure although she vomited several times. The following day she developed a fever (37c), vomited several times, and complained about stomach pains intermittently. In response to that, IV, resting, and fasting were ordered, which led to prolongation of the hospital stay. The patient recovered and was discharged on (B)(6) 2013. During an internal review, it was identified that this event was not reported to FDA by the importer as required by 21 cfr 803. This event was reported to the manufacturer on (B)(6) 2018. The manufacturer reported this event to FDA under report # 3001722928-2018-00053.